Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600315 investigations did not show issues related to complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was working properly for the engagement of the first 2-3 clips, during the attempt to engage the 4th clip, the handle of the applier locked up. The surgeon stopped using the device and used an alternate method to continue the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Additional information: the codes for the device history review were added.